Event description:
Catheter broke during removal.

Manufacturer narrative:
Eval summary: the device involved in this complaint was not available for eval. The info contained herein is based on the info provided by the initial reporter. It was reported that during removal of the catheter by the surgeon, the catheter stretched and broke inside the pt, leaving about 8cm inside the pt. Add'l surgery was required to remove the remaining segment. Based on the info provided, the pump reported is not sold with a catheter. It is not known if an I-flow catheter was used. Follow-up investigation continues. When add'l info that is pertinent to this event becomes available, I-flow will reopen the complaint.